Event description:
On 8/7/90 devices was implanted. On 7/7/96 the tunica was repaired, no compoinents were removed or replaced. On 8/13/96 the entire device was removed from the pt and replaced due to fluid loss-left cylinder.